Manufacturer narrative:
The device has not been returned to stryker for evaluation. The customer was contacted numerous times for the status of the device and serial number, but no response appears to be forthcoming. The issue could not be verified and the root cause could not be determined.

Event description:
A customer contacted physio-control to report the charge of their device did not retain. It suddenly dropped from 3 bars to 0. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report the charge of their device did not retain. It suddenly dropped from 3 bars to 0. There were no reports of patient use associated with the reported event.